Event description:
The customer reported that the haptic of the +20.5 diopter cq2015a three piece collamer lens broke off as the lens was placed in the eye. The lens was removed without altering the incision and there was no patient injury. The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned lens showed the lens was received in 3 pieces and the was a clear surgical residue on the device. (B)(4).